Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin injection (1 gram stat dose) and injection amikacin (100 milligrams, once daily and route not reported) for peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Patient outcome was unknown and the action taken with dianeal therapies was not reported. No additional information is reported.